Event description:
It was reported that the pump exhibited a primary audible alarm post, the plunger pushing, and needed a new power cord. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection the top case was cracked on the left corner, the right plunger case was cracked, and the plunger tube seal was visibly out of place. A review of the event history log identified primary audible alarm post. During the functional testing was unable to duplicate the reported issue of primary audible alarm post. Visual inspection confirmed the seal was pushed inside the pump. The root cause of the issues could not be determined. Replaced speaker for preventive. Replaced top case, which comes with plunger tube seal. Performed power up process, audio test, preventative maintenance, and all functional tests which passed.